Manufacturer narrative:
No additional information was provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was received in unused conditions within its original packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches under normal lighting; one (1) black particle in the corrugated tube was found. The most probable root cause of the issue was deemed to be manufacturing related; production personnel did not detect the foreign material or contamination during process inspection. Action(s) taken to mitigate the reported issue(s): a qalert was generated to ensure that operators can detect any foreign substance on the assembly. Production personnel was trained in this qalert.

Event description:
It was reported that, before opening the package, the customer noticed a black substance was mixed up in the air circuit. No patient injury was reported.